Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device is at a service center awaiting evaluation. If any additional information is received, a follow up report will be filed.